Event description:
It was reported that a patient's right ventricular (rv) lead exhibited noise over-sensed as high ventricular rate (hvr). The physician elected to explant the rv lead and replace it with a new one. The patient's condition remained stable.